Event description:
It was reported that during replacement, the pt catheter was treated through the needle and advanced with some difficulty, meeting with resistance to advancement, due to arachnoid adhesions. The tip of the catheter became dislodged and it was elected to proceed with placement of the catheter. The catheter was advanced to the t10 vertebral body with minimal resistance to advancement once the l1 vertebral body level had been navigated. Copious csf was noted through the proximal end of the catheter, and a purse string suture consisting of 0 vicryl was placed in two bits around the need entry site through the supraspinous ligament. The needle was removed leaving the catheter in place and the purse string suture was cinched down tightly with copious return of csf noted through the proximal end of the catheter. The hcp completed implant of the replacement catheter without difficulty. Post-operatively, the pt experienced severe drug withdrawal requiring treatment in the ICU. The pt was discharged in stable condition, 9 days after admission, and recovered without sequela. Ref MFR report # 6000030200400685, 6000030200802334.